Event description:
(B)(4) 2013: it was reported that the device was turned off but remained implanted. Per reporter, it was inactivated because catheter was leaking.

Manufacturer narrative:
Product ID: 8711, lot# j11377r56, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 8711, lot# j11377r56, implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was removed because it had a leak. No further issues were reported or anticipated.